Event description:
This customer reported an intermittency of the q-CPR waveform during a pt event.

Manufacturer narrative:
(B)(4). This customer reported an intermittency of the q-CPR waveform during a pt event. The involved pt died, but the customer has stated that the device behavior was not a factor in the pt outcome. Chest compressions can be given without the feedback of the CPR meter. The device and q-CPR meter were evaluated by a philips field service engineer on-site. The reported symptom could not be reproduced, even with flexion and tugging on the q-CPR meter cable. The device passed all testing. We are unable to determine the cause of the reported symptom.